Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose/protruded drive support disk. The insulin pump also had a missing end cap sticker.

Event description:
The customer reported an alarm and insulin shooting out during the manual prime. Troubleshooting was performed, and the customer stated that the drive support cap was protruding from the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.